Event description:
The reporter stated that a freestyle libre 2 sensor was inserted into the right arm. Upon insertion, the reporter experienced excruciating pain and swelling of the arm. The sensor was subsequently removed, which reportedly provided some relief. Two days later, the reporter presented to the emergency room for evaluation. On (B)(6), the reporter's primary care provider ordered an MRI, which reportedly identified nerve damage. The reporter stated that they are currently unable to work or drive and require assistance with activities of daily living, including cooking, cleaning, and dressing, due to an inability to use the affected arm. The reporter further stated that they are currently undergoing physical therapy. No additional information is available at this time.